Manufacturer narrative:
No pre-existing anomalies were detected by the check of the device history records of the lot numbers involved. This is the first and only complaint recorded on these lot numbers (25at118, ster. N. 2500100, 7011917337). We will submit a final report after the investigation.

Event description:
Hip revision surgery due to infection performed on (B)(6) 2025. Complaint source reported appearance of hyperemic tumescence with fistulation on the scar upon routine checkup, compatible with acute septic phlebitis. Explantation, multiple swabs and application of antibiotic spacer. Previous surgery was performed on (B)(6) 2025 (due to left femoral neck fracture). The following devices were explanted: delta protr.liner øint 32mm #m, product code 5886.54.158, lot n. 25at118, ster. N. 2500100 fem. Modular head - l ø32mm, product code 5010.42.323, lot n. 7011917337 patient is female, 48 years old. This event occurred in italy. Note: only the head is cleared in the USA.